Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cadaver laboratory, it was observed that the trigger was stuck on the battery reamer/drill device. The event did not occur during surgery. It was not reported if a spare device was available for use. There was no patient involvement reported as the device as for cadaver use only. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the trigger was stuck all the way down. It was noted a unknown residue was found on trigger components, the electric motor was running loud and had a lot of vibration, an unknown liquid residue was found on internal components . The assignable root cause was due improper cleaning and care. If additional information should become available, a supplemental medwatch report will be sent accordingly.